Event description:
It was reported that the pump software did not accurately adjust insulin delivery as expected. Subsequently, the customer experienced a low blood glucose of 32.4 mg/dl. The customer consumed dex pill to address their bg. Reportedly, customer continued to use pump for insulin therapy.